Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the a-setscrew preventing the wrench from inserting and engaging the setscrew inset needed to untighten the setscrew. Attempts to untighten the setscrew filled with calcified blood led to the stripping of the setscrew inset. The physicians when attempted to separate the setscrew from the lead using pliers squeezed the setscrew out of shape making the setscrew impossible to untighten from the lead. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2023-51296. It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was found difficult to disconnect the right atrial (ra) lead due to a stripped set screw at the pacemaker header. Upon multiple attempts, the physician broke the ra lead. The pacemaker was explanted and replaced. The ra lead was capped and replaced on 16 oct 2023. The patient was discharged with no reports of adverse consequences.